Event description:
It was reported that the patient presented to the emergency room with presyncope and syncope. The device was interrogated which revealed low r-wave amplitudes that resulted in undersensing, high capture thresholds that resulted in a loss of capture, high pacing impedance values on the right ventricular (rv) lead. X-ray imaging confirmed that the rv lead had dislodged resulting in the electrical anomalies. The patient was hospitalized and the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.